Event description:
A customer contacted beckman coulter inc., (bci) regarding reproducible reactive hepatitis b virus surface antigen (hbsag) results generated by the unicel dxi 800 access immunoassay system for one patient. Subsequent testing on two alternate methodologies produced discordant "negative" results. The results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer centrifuged the sample at 2,500g for 15 minutes. Hbsag qc has been within the customer's established ranges. Service was not dispatched for his event. The customer sent sample to customer product line support (cpls) for additional testing. Results for that testing are not available to date. A definitive root cause has not been determined to date for this event.